Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe there was a scale marking issue. The following information was provided by the initial reporter. The customer stated: "the scale marking was misaligned."

Manufacturer narrative:
H6: investigation summary: sample and photos received for investigation, upon visual inspection of the syringe, it can be observed the syringe is damaged, the barrel is deformed. The scale has the line 0,3 partially erased. A device history review was performed for the reported lot 2006014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection shows the syringe has been damaged at the scale, with barrel damage and blurred scale. This points a touch has been produce during or after marking process in the automated equipment¿s. Possible root cause is associated with the marking process, a touch that blurred the scale during marking process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe there was a scale marking issue. The following information was provided by the initial reporter. The customer stated: "the scale marking was misaligned."